Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, urinary frequency, urinary leakage, urgency, mesh erosion, bleeding, and need for additional surgical procedures. No further information has been provided.